Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; urgent use of gore excluder iliac branch endoprosthesis with left transaxillary approach for preservation of the residual hypogastric artery: a case series mario d¿oria, stefano chiarandini, marco pipitone, cristiano calvagna, francesco riccitelli, alice rotelli, francesca zamolo, and filippo griselli, trieste, italy https://doi.org/10.1016/j.avsg.2018.02.052. Other relevant device(s) are: etlw1616c93 and etlw1616c82. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm of unknown size on an unknown date. It was reported that one year after the index procedure the patient developed a fistula between the right colon and the right external iliac artery. Intervention was performed and the event was resolved. The 18 month post index procedure it was reported that the patient developed an infection causing hemorrhagic shock from a rupture of a pseudo-aneurysm of the left cia. Re-intervention was carried out with the addition of a gore excluder. The event was resolved and the patient was placed on medication for life. No additional clinical sequelae were reported and the patient is fine.